Event description:
It was reported that a mandibular hardware removal was performed on (B)(6) 2015 due to a noted infection and non-healing. Two (2) plates and seven (7) screws were removed, fully intact. The patient was revised with a matrixwave mms system. No additional information is available at this time. This report is 2 of 9 for (B)(4).

Manufacturer narrative:
(B)(4). Onset date for infection and non-union is unknown. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.